Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
A call was placed to technical services by the clinician indicating the patient had received therapy and when attempting to view the carelink report the processing was slow and an error was received stating the report can not be generated. Additional information received indicated that carelink transmissions were successfully received but could not be processed due to a power outage effecting one of the database servers. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.